Event description:
It was reported that the patient experienced a shocking sensation from their implantable neurostimulator (ins). The patient also stated that they experienced an ¿anxious/heart racing¿ as well as their stomach felt like it was ¿heating up¿ when the ins was on. It was also noted that the patient complained of a ¿bruised hip¿ feeling near the location of the ins in addition to a feeling like ¿something is leaking out in that area¿ and going down their leg. Specific symptoms included a burning sensation at the implant location along with a headache, sweating (diaphoresis), and a ¿heating up of abdomen area¿. Follow up information reported that the patient was seen on (B)(6) 2015 where an impedance check was performed and everything ¿was good with the check¿. The physician and patient believed that it was not related to the device and the patient had not had any issues since the original event issue report. The patient had effective stimulation at the time of report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: 2014-(B)(6), product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).